Manufacturer narrative:
Date sent to FDA: (B)(4) 2018.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Additional patient code: (B)(4). It was reported that the patient underwent a hernia repair surgery on (B)(4) 2011 and physiomesh and secures trap was implanted. It was reported that patient underwent hernia repair on (B)(4) 2016 and ventralight was implanted due to hernia recurrence. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.